Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unk) the device successfully delivered a shock at 30 joules. However, while attempting to deliver a second shock at 50 joules the device displayed an "open air discharge" message. Complainant indicated that there was no adverse effect to the patient due to reported malfunction. Complainant indicated that subsequent biomed testing was unable to duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.